Event description:
The complainant reported that during a therapeutic gastroscopy procedure on a pt, the black membrane that partially covers the clear cre balloon, broke off as the device was being pulled from the scope. The black membrane was visible inside the pt and was successfully retrieved from pt via the aid of biopsy forceps. All instruments were removed from the pt, and the device was checked confirming that all pieces were present and accounted for. The clinicians then obtained another device and successfully completed the pt procedure. The complainant reported that there was no adverse effect on the pt as a result of the reported malfunction.